Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced a skin infection under the sensor pod area only which occurred the day the sensor had been inserted in the left arm triceps area. Prior to sensor insertion the area was prepped with alcohol. The patient developed swelling at the needle puncture site and the infection ¿spread further each day¿. The area was hot to touch. On (B)(6) 2025, the patient went to the emergency room (ER) and was prescribed doxycycline (unspecified route and dosage) and an unspecified ointment medication. At the time of report the patient confirmed the infection healed after one week. No additional event or patient information is available.